Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained she was having to charge the scs ipg daily in order to keep the stimulation therapy going. Consequently, surgical intervention may be taken to replace the patient's scs ipg.

Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one.